Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty implanting the leadless implantable pulse generator (ipg) due to patient anatomy. Pacing was not successful, but an implant site was chosen. There was suspicion that only one tine had engaged, but the delivery system was removed to complete the implantation. Upon interrogation, undersensing was observed and fluroscopy confirmed dislodgement. The device was removed and is planned to be replaced at a later date. No patient complications have been reported as a result of this event.